Event description:
It was reported that a spectrum pump displayed a blank screen. This occurred on a "pump sent in for repair". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the blank screen was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.